Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Event date has been changed to (B)(4) 2017.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e-mail that he had blood glucose levels of 46 mg/dl and 50 mg/dl. Customer treated with juice. The customer also reported having issues with sensor versus blood glucose level readings and calibrating the insulin pump. The insulin pump was not replaced or returned for analysis.